Manufacturer narrative:
Qn#(B)(4). Voided complaint: this complaint is retracted due to MDR file#3003898360-2019-00567 (B)(4) is a duplicate of MDR file#3003898360-2019-00263 (B)(4). Please make a note of it for your records.

Event description:
It was reported that some clips came out with closed when they were loaded into the jaws of the applier. There was no report of the health injury or clips remaining in the patient.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73b1900621, samples were functionally inspected, fired and the issue reported, clips not loading properly was not observed in the current manufacturing process the clips were loaded, closed and released correctly. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some clips came out with closed when they were loaded into the jaws of the applier. There was no report of the health injury or clips remaining in the patient.